Event description:
A nurse reported during a cataract extraction procedure, the "dense settings get too hot" and the pt experienced a corneal burn which required one suture. The nurse stated that the console does not get used often and the settings were not up to date. The pt is reported as doing well with good prognosis. Add'l info has been requested.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. A review of complaints for the last 24 months did indicate one similar report(s) for this system. A root cause has not been identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to (B)(6): preventing corneal burns during phacoemulsification, (B)(6) 2010, vol. 7, no. 1:23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).